Event description:
The iab was inserted into the pt on 1/20/98. The "helium leak" alarm sounded from the system 97 pump. Blood was noted in the catheter and the doctor removed the iab on 1/27/98. (Event complications: none from the event - reported 2/2/98) (pt's current status; unk - rpt'd 2/2/98.)

Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the balloon membrane. Probable cause of difficulty: the penetration is characteristic of that produced when the membrane is subjected to non-linear or biaxial folding. Biaxial folding is produced when the balloon is subjected to a non-predictable folding pattern, as when it enters a subintimal space, is located too high in the aortic arch, or enters the subclavian artery.